Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of the implants was already broken') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion intervention required). In 2016, the patient experienced asthenia ("asthenia"). In 2018, the patient experienced neck pain ("very frequent neck pain with cervicalgia"). On an unknown date, the patient experienced amnesia ("memory loss"), memory impairment ("difficulty memorising anything/lost my general knowledge that I had acquired through my studies"), aphasia ("constantly looking for words, I never knew what I had set out to find"), eye pain ("eye pain"), eye irritation ("burning eyes"), genital discharge ("heavy menstrual periods, with brown discharge during the cycle"), heavy menstrual bleeding ("heavy menstrual periods, with brown discharge during the cycle"), dyspareunia ("pain during intercourse"), cystitis ("cystalgia or cystitis almost systematically thereafter intercourse"), bladder pain ("cystalgia or cystitis almost systematically thereafter intercourse"), arthralgia ("pain in wrists and knees"), back pain ("lumbar pain"), migraine ("multiplication of migraines"), insomnia ("numerous episodes of insomnia"), adenomyosis ("adenomyosis") and uterine inflammation ("uterus was very inflamed"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, asthenia, amnesia, memory impairment, aphasia, eye pain, eye irritation, genital discharge, heavy menstrual bleeding, dyspareunia, cystitis, bladder pain, neck pain, arthralgia, migraine, insomnia, adenomyosis and uterine inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, aphasia, arthralgia, asthenia, back pain, bladder pain, cystitis, device breakage, dyspareunia, eye irritation, eye pain, genital discharge, heavy menstrual bleeding, insomnia, memory impairment, migraine, neck pain and uterine inflammation with essure. The reporter commented: given the numerous symptoms and their worsening in 2017-2018, she decided to have them removed, despite the risk of losing her uterus. During the removal, the surgeon found a significant adenomyosis. He told her the uterus was very inflamed. Inflammatory remodelling of a tube with granuloma. One of the implants was already broken during one of the check-up abdominal x-rays without contrast 3 months after insertion. Patient's current status: the post-operative course was complicated as it was her 6th laparotomy. The report reads: ¿myomatous uterus, massive disembodiment of rectus muscles¿. However, a few weeks after removal, she started to regain her energy. Her memory returned, she had less eye pain, less neck pain. 80% of her symptoms disappeared in 2019. However, some problems persist. She now has muscle weakness, numerous contractures and cramps that she did not have before. She had some asthenia ¿attacks¿ in 2020. Following a vaccine, fatigue once again returned for several months. She developed a large thyroid nodule. She cannot find anyone who can inform about heavy metals, their impact, whether chelation therapy is needed. She feels like it is all not yet over after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Abdominal x-ray - in (B)(6) 2013: one of the implants was already broken during one of the check-up abdominal x-rays without contrast 3 months after insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one of the implants was already broken') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criterion intervention required). In 2016, the patient experienced asthenia ("asthenia"). In 2018, the patient experienced neck pain ("very frequent neck pain with cervicalgia"). On an unknown date, the patient experienced amnesia ("memory loss"), memory impairment ("difficulty memorising anything/ lost my general knowledge that I had acquired through my studies"), aphasia ("constantly looking for words, I never knew what I had set out to find"), eye pain ("eye pain"), eye irritation ("burning eyes"), vaginal discharge ("heavy menstrual periods, with brown discharge during the cycle"), heavy menstrual bleeding ("heavy menstrual periods, with brown discharge during the cycle"), dyspareunia ("pain during intercourse"), cystitis ("cystalgia or cystitis almost systematically thereafter intercourse"), bladder pain ("cystalgia or cystitis almost systematically thereafter intercourse"), arthralgia ("pain in wrists and knees"), back pain ("lumbar pain"), migraine ("multiplication of migraines"), insomnia ("numerous episodes of insomnia"), adenomyosis ("adenomyosis") and uterine inflammation ("uterus was very inflamed"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, asthenia, amnesia, memory impairment, aphasia, eye pain, eye irritation, vaginal discharge, heavy menstrual bleeding, dyspareunia, cystitis, bladder pain, neck pain, arthralgia, migraine, insomnia, adenomyosis and uterine inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, aphasia, arthralgia, asthenia, back pain, bladder pain, cystitis, device breakage, dyspareunia, eye irritation, eye pain, heavy menstrual bleeding, insomnia, memory impairment, migraine, neck pain, uterine inflammation and vaginal discharge with essure. The reporter commented: given the numerous symptoms and their worsening in 2017-2018, she decided to have them removed, despite the risk of losing her uterus. During the removal, the surgeon found a significant adenomyosis. He told her the uterus was very inflamed. Inflammatory remodelling of a tube with granuloma. One of the implants was already broken during one of the check-up abdominal x-rays without contrast 3 months after insertion. Patient's current status: the post-operative course was complicated as it was her 6th laparotomy. The report reads: ¿myomatous uterus, massive disembodiment of rectus muscles¿. However, a few weeks after removal, she started to regain her energy. Her memory returned, she had less eye pain, less neck pain. 80% of her symptoms disappeared in 2019. However, some problems persist. She now has muscle weakness, numerous contractures and cramps that she did not have before. She had some asthenia ¿attacks¿ in 2020. Following a vaccine, fatigue once again returned for several months. She developed a large thyroid nodule. She cannot find anyone who can inform about heavy metals, their impact, whether chelation therapy is needed. She feels like it is all not yet over after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Abdominal x-ray - in (B)(6) 2013: one of the implants was already broken during one of the check-up abdominal x-rays without contrast 3 months after insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.